Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating was scrapped at the catheter shaft. The functioning test could not be performed due to the condition of the returned device. The risk of the reported event is a known and anticipated complication of procedure and covered in the device directions for use (dfu). Based on the investigation results and information provided in the complaint indicated the microcatheter was confirmed to be in good condition, the microcatheter was prepared per the dfu (direction for use), continuous flush was maintained throughout the procedure and the tortuosity of the patient¿s anatomy was considered to be normal. It is probable the device was damaged during use, therefore, a cause of procedural factors will be assigned to the investigation.

Event description:
Analysis of the returned device found that the ptfe (polytetrafluoroethylene) inner lining of the catheter shaft had peeled off. There was no clinical consequence to the patient as a result of this event.